Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable. There was no reported impact to the customer¿s blood glucose level. Customer changed charging supplies using new charging cable, after which pump began charging normally and did not shut down or lose ability to turn back on, and no further assistance was required.